Manufacturer narrative:
A lumenis certified service engineer visited the site on, eight (8) days after the reported event and examined the laser system. The engineer confirmed error 11. Error 11 is associated with a main controller communication failure. The engineer replaced the mmcu and lpu board (on a return call four (4) days later), and the system was found to have met manufacturer specifications & was returned to the facility safe and ready for use. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. The system was manufactured on 2-aug-2018 and installed at the customer site on 30-oct-2018. A review of system risk files ((B)(4)) revealed the risk; risk #2.4.2 "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case the procedure was completed by a inserting a stent with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device (stent) as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis pulse 120 was being utilized, the laser displayed error 11 on the screen and wouldn't restart. The laser was pushed aside and the procedure was competed via a stent with little delay. No report of patient injury was received, nor did the malfunction cause of contribute to any change in the patient's status.